Event description:
A malfunction was reported after the customer dropped the pump, resulting in a malfunction code displayed as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was instructed that they could continue using the pump and to contact technical support if the issue reappeared.